Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated heavy calcification on all three leaflets, and wireform distortion around the valve. Extrinsic calcification covered the majority of all three leaflets at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow and outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a 5mm tear near commissure 2. Calcification was evident near the tear. Calcification restricted leaflet mobility and led to stenosis. The sewing ring was cut near commissure 3, and the wireform was exposed near commissures 1 and 3. Two color images were provided by the customer. Both images were taken of the outflow aspect and at the same angle. Blood was observed on the leaflets and sewing ring. Minimal host tissue was observed on one of the leaflets and on the stent circumference at the outflow aspect. The valve appears to have extrinsic calcification on all three leaflets. Customer report of calcification was confirmed through the device evaluation. In this case, calcification restricted leaflet mobility and led to stenosis. Based on the information received and results of the device evaluation, the cause cannot be conclusively determined; however, patient factors may have contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause cannot be conclusively determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 23mm aortic pericardial valve was explanted after an implant duration of two (2) years, one (1) month, due to valve degeneration secondary to calcification (mean gradient 44mmhg - ef 65% - paps 45mmhg) from a patient (B)(6). Per the medical records received, at explant a massive calcification was observed on the three leaflets. A non-edwards valve size 21mm was implanted in replacement. There were no complications reported.